Event description:
Reportedly, during the follow-up performed 1-day post implant, statistics were not displayed on the overview screen. However, upon review of the related patient files stored on the programmer, statistics were displayed.

Event description:
Reportedly, during the follow-up performed 1-day post implant, statistics were not displayed on the overview screen.however, upon review of the related patient files stored on the programmer, statistics were displayed.